Event description:
It was reported there could be an issue with the device current drain being above specification. It was also reported that the external pacer did not have the ten second backup pacing during battery change after the battery sign was blinking. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.